Manufacturer narrative:
On 5/28/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device received was saline mentor smooth round moderate profile 325cc, catalog number 3501650, lot number 263623 a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Concomitant product lot number was 264918. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/2/2019, it was reported to mentor that lot number of the affected device was 264918, the date of implantation was (B)(6) 2004 . On 9/2/2019, it was discovered that it was reported previously incorrectly that the only device received was lot number 263623. The affected product was received as well, lot number 264918, serial number (B)(4) on (B)(6) 2019. A manufacturing record evaluation (mre) was performed for the finished device number 264918, and no non-conformances related to the reported complaint were identified. Concomitant products: a saline mentor smooth round moderate profile 325cc , serial number (B)(4), catalog number 3501650 , lot 263623 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/4/2019, the analysis results show that the device appears intact. Additional testing was not performed to avoid compromise the device integrity. No additional anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant medical products: a saline mentor smooth round moderate profile 325cc , serial number (B)(4), catalog number 3501650. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. The deflation was confirmed by doctor via visual examination. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 450cc on (B)(6) 2019.